Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported one syringe of juvéderm volbella® xc "exploded during injection and it got on the injector and patient's shoulder." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be/has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported one syringe of juvéderm volbella® xc "exploded during injection and it got on the injector and patient's shoulder." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.